Event description:
It was reported that revision surgery was performed due to pain and swelling of the left knee. It was discovered intraoperatively that synovitis was present. The tibial component was removed and replaced with a similar device.